Event description:
The customer reported that their xprezzon monitor would randomly power itself off while monitoring a patient. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer shipped the faulty device to spacelabs healthcare for repair. The device was received and tested by an equipment service center technician and the reported problem was verified. The failure was traced down to a faulty cpu pcba. After repair, normal function was verified and the device was returned to the customer.the failure was due to a faulty cpu pcba.